Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician has had multiple post-operative right atrial (ra) lead dislodgements in the last four months. At least one of these ra leads were revised and remains in use. Further information on these events has been requested. No patient complications have been reported as a result of these events.